Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. No evidence of twiddler syndrome noted on lead body. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. The lead passed testing.

Event description:
It was reported that additional information was received from product investigation closure, and a supplemental report is being filed. It was reported that the right ventricular (rv) lead experienced dislodgement due to twiddler's syndrome. A surgical intervention was performed in order to resolved the issue. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead experienced dislodgement due to twiddler's syndrome. A surgical intervention was performed in order to resolved the issue. The rv lead was explanted. No additional adverse patient effects were reported.